Event description:
It was reported that during a stenting treatment procedure, the catheter froze on the guide wire. The lesion being treated was located in the mildly tortuous, mildly calcified right coronary artery. The 3.50x32mm veriflex stent delivery system (sds) became stuck to a non-bsc guide wire during introduction to the target lesion. The physician attempted to remove the sds but the devices would not separate and were removed together and remain attached. The procedure was successfully completed with a different wire and a different sds. No patient complications were reported and the patient is stable.

Event description:
It was reported that during a stenting treatment procedure the catheter froze on the guide wire. The lesion being treated was located in the mildly tortuous, mildly calcified right coronary artery. The 3.50x32mm veriflex stent delivery system (sds) became stuck to a non-bsc guide wire during introduction to the target lesion. The physician attempted to remove the sds but the devices would not separate and were removed together and remain attached. The procedure was successfully completed with a different wire and a different sds. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the distal extrusion found that the extrusion was stretched and kinked at various locations. A break in the extrusion was measured at 28.8cm distal to the port. The distal section of the break, including the balloon and tip section of the device were not received for analysis. The stent was received in a plastic container. The stent was bent in its mid section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).